Event description:
At the time of the revision surgery, the lead was replaced to restore therapy, not to address or prevent patient injury. Upon conclusion of root cause analysis on (B)(6) 2020, we concluded that the sensor had separated from the lead body. Neither the lead nor the sensor was returned to inspire for analysis. It is possible for the sensor to migrate after separation. The revision surgery restored therapy and the issue is now resolved.